Event description:
The registered nurse (rn) contacted baxter's technical service center regarding an increased intra-peritoneal volume (iipv), which occurred on the homechoice pro (hcp) during use during dwell 1, the previous night. The therapy had a total volume of 12,000ml, a total time of 9:00 hours, a fill volume of 2000ml, a last fill volume of 2000ml, the dextrose set to same, and an initial drain alarm (ida) of 200ml. The rn stated that the previous night the patient was in initial drain and after about 500ml the hcp advanced to fill 1. The patient experienced shortness of breath and was overfilled. The rn stated the patient drained out 3800ml, meeting iipv criteria. The rn wanted to know why the patient was overfilled last night but not the three previous nights that the patient was on the same hcp with the same programming. The baxter technical service representative (tsr) explained that if the hcp was able to drain the patient normally, even after the patient drained out the target 200ml, the hcp would keep draining the patient until it met resistance on the line. If the patient lay on the patient line or if there was a kink, after the patient drained out 200ml, the hcp would think the patient was empty and advance to fill 1. The rn stated that last night, after the patient had symptoms, she increased the ida to 1400ml. The rn understood the explanations and the patient would use the hcp that night with the increased ida. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the rn on (B)(6) 2011, regarding the reported iipv. The rn stated that after the patient performed a manual exchange, they patient's shortness of breath resolved. The rn stated the patient has not reported any other symptoms or other drain volumes that meet iipv criteria. The rn confirmed there was no patient injury or medical intervention associated with this report and that the patient has been continuing therapy on the cycler successfully. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain due to a false empty detect and use error, the initial drain alarm setting being inappropriately programmed. The label review found the labeling adequate for the use error in this complaint. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition.

Manufacturer narrative:
(B)(4). The device is not available at this time. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). Should additional information become available, a follow up MDR will be submitted.